Event description:
The hospital reported that during the coronary artery bypass procedure, the first seal did not unravel completely and the surgeon noticed that it was tearing the anastomosis. He pulled out the seal, repaired the tear and deployed another seal in the same graft during removal the second seal, also did not unravel completely. A side biter clamp was used to complete the procedure. No other pt complications occurred and the pt is doing fine.